Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe burned detritus adhesion on metal surface; the metal cap is loose from the glass cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap and can rotate within the metal cap. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 477,084 joules of use, "significantly diminished vaporization efficiency" was observed. The fiber was exchanged and "aiming beam fires straight out of fiber" @ 77,298 joules of use was observed with the second fiber. The fiber was exchanged and the procedure was completed with a third fiber @ 39,351 joules of use. There was no injury to patient. This report is for the second fiber used.